Event description:
In this event it is reported that x-smart plus would not hold files. No injury occurred.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection of device investigation result: cart, shaft, head cap, washer, retainer defective, replaced and working fine.

Manufacturer narrative:
Information that has been received has already been reported in the initial report. Nothing additional to report as of this follow up report.